Manufacturer narrative:
Samples have not yet been rec'd for evaluation. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, a knife was not able to cut. There was no harm to the pt reported.